Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns about this left ventricular (lv) lead exhibiting loss of capture (loc). Ts reviewed the presenting electrogram (egm) and confirmed intermittent lv loc. It was also noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr). The hcp noted that the patient is scheduled for a clinic visit. The lv lead remains in service. No adverse patient effects were reported. Subsequent additional information was reported that the during a hospital visit the lv lead was discovered to exhibit high pacing thresholds. It was noted that the left ventricular auto threshold (lvat) test feature was suspended due to the threshold were found to be over the programmed amplitude. The patient was still in an atrial arrhythmia. Ts recommended for further lv lead evaluation. At this time the lv lead remains in service. No additional adverse patient effects were reported.